Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system, model# m-4800-01, serial# (B)(4). Smart ablate generator, model# m-4900-07, serial # (B)(4). Smart ablate pump, model# m-4900-08, serial# (B)(4). (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with an ez steer thermocool sf catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the mapping phase the patient developed a pericardial effusion. A pericardiocentesis was performed in which 900cc's of fluid was removed from the pericardial space. The patient was stabilized and transferred to the ICU for observation. Additional information was received on the event. A transseptal puncture was performed with a st. Jude medical brk-1 needle. The patient did require one extra day of hospitalization for observation due to the adverse event. The patient fully recovered with no residual effects. The physician's opinion regarding the cause of this adverse event is that this is due to procedural difficulty. Settings during the event include: power control mode at 40w / irrigation flow setting 15 ml/min / st. Jude medical sl0 8.5f sheath was used. No titration was needed during ablation and there were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with an ez steer thermocool sf catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 09/04/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).